Event description:
It was reported, that while the surgeon was attempting to deploy the implant. It would not deploy. The surgeon discovered, that the needle was fractured. No foreign body was retained, by the patient or harm to the patient reported.

Manufacturer narrative:
(B)(4). G2: foreign: japan. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies, during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.